Event description:
It was reported that the screw would not bite, it was too short and there was no gauge depth in set. It was reported by the sales representative for the distributor that there was a surgery delay and the surgeon used an alternative device to complete the procedure. Medwatch report#9615741-2005-00013 is linked to #9615741-2005-00012 and #9615741-2005-00014. All four devices were to be used in the same procedure.